Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported stretched damage was able to be confirmed. The reported difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate tortuosity and mild calcification. A 3.5x15 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated, and the stent was successfully implanted in the vessel. However, the balloon was stuck so resistance was noted during withdrawal. Upon removal the balloon appeared stretched. Reportedly the balloon was fully deflated prior to attempted removal. Post dilatation was performed using an unspecified nc balloon catheter and the stent was fully apposed to the vessel wall as confirmed by angiography. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.